Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2009, to report that their orthopat machine had a short circuit. No injury or reaction was reported. Upon eval of the device a blood spill was found. The machine was decontaminated and all components which were damaged were replaced including the power supply board and the fuse. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).

Event description:
Customer contacted haemonetics on (B)(6) 2009, to report that their orthopat machine had a short circuit. No injury or reaction was reported.